Manufacturer narrative:
An internal biomérieux investigation was performed with results as follows: the system was not operational during tests made on (B)(6). A new fine tuning was done on (B)(6) 2018. The customer's spot preparation quality was non optimal specifically for tests made on (B)(6). The "all peaks number" from the calibrator strain is quite heterogeneous - it can be extrapolated to sample spot preparation. Based on the complaint description, the most probable identification is group g streptococcus (streptococcus dysgalactiae subspecies equisimilis when referring to vitek ms identification results obtained). However, new tests were made by biomérieux personnel and no identification was obtained, so it could be another group g streptococcus species not included in the database. To confirm the identification to the species name, a molecular method has to be performed (it is considered as the reference method). The suspected root cause is non-optimal spot preparation (identification issue obtained on (B)(6) where a spectra heterogeneity has been observed). It could also be another group g streptococcus species not included in the database (explaining why the biomérieux personal obtained no identification after retest).

Event description:
A customer in (B)(6) notified biomérieux of a misidentification associated with the vitek® ms instrument(reference 410710). The customer reported that laboratory number (B)(4) gave a split identification: test 1: spots e1 and e2 - no identification. Test 2: spots e3 - streptococcus dysgalactia spp dysgalactia 50% / s. Dysgalactiae ssp equisimillis 50% . Test 3: spot e4 - s. Pyogenes 33%/ s. Dysgalactiae spp dysgalactiae 33%/ s. Dysgalactiae ssp equisimilllis 33%. There was no delay of reporting results, and no wrong results were reported. There is no indication or report from the hospital or treating physician to biomérieux that the discrepant result led to any adverse event related to the patient's state of health.